Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, and technical support arranged replacement pump, confirmed shipping address, provided storage mode instructions, advised customer to reenter pump settings and reconnect cgm to replacement pump, and instructed customer to return problematic pump within 10 days.